Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect sars-cov-2 igm result for a patient. The following data was provided: patient = sars-cov-2 igm = 1.54 s/c (cutoff is 1.00 s/c); sars-cov-2 igg = 4.07 s/c (cutoff is 1.4 s/c) there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a false positive architect sars-cov-2 igm result included a search for similar complaints, and the review of complaint text, trending data, labeling and device history records. Patient samples were not available for return. In-house testing for representative reagent lot 20611fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review did not identify any potential non-conformances or deviations. Labeling was reviewed and adequately addresses the issue under review. The customer reported a false positive result for a patient sample when testing was performed with architect sars-cov-2 igm assay. The patient had sars-cov2 igg result of 4.07 index at the same time. No information on pcr testing was available. In this case, no specific patient history was provided. Per summary and explanation section of the architect sars-cov-2 igm package insert, the host immune system reacts to the infection by sars-cov-2 by producing specific antibodies. These antibodies have been reported to appear in serum or plasma of infected individuals after the detection of viral ribonucleic acid (rna) in swabs and a few days to 2 weeks after the onset of symptoms. Specific igm antibodies to sars-cov-2 may be detectable in covid-19 patients during the symptomatic phase of the disease after rna is no longer detectable. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2965 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the advisedxsars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, architect sars-cov-2 igm reagent lot is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igm reagent was identified.